Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe s2 10ml leaked. The following information was provided by the initial reporter: liquid leaks from the syringe plunger during aspiration, syringe plunger is leaking.

Event description:
It was reported that syringe s2 10ml leaked. The following information was provided by the initial reporter: liquid leaks from the syringe plunger during aspiration, syringe plunger is leaking.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes . D.10. Returned to manufacturer on: 4/22/2021. H.6. Investigation: a device history record review was completed for provided lot number 2012145. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were originally found to be within specification. To aid in the investigation of this issue, the affected sample was returned for evaluation by our quality engineer team. Through examination of the sample, leakage was observed through the plunger rod. Through magnified inspection, damage was observed to the plunger lip component. This type of damage can be produced during the handling of the product through the manufacturing process or within the plunger assembly machine.